Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not functioning and had a blank display. The customer inserted a new battery then the insulin pump went blank and was vibrating. Customer stated display did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device monitored for several days and no blank display noted. Device received with normal operating current. (B)(4).